Manufacturer narrative:
(B)(6) 2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a 35 volt supply failure resulting in several alarm failures and the blower stopped. (Back up alarm, auxiliary alarm supply). The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 31dec2018. Date of manufacturer: 28dec2018. The manufacturer¿s international service technician confirmed the reported issue and replaced the power management (pm) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of report : 14jan2019, date rec¿d by MFR : 03jan2019. The power management printed circuit board assembly (pm pcba) was returned to philips for analysis. It was identified through testing and analysis that a component was not making contact with the trace on the pm pcba, causing multiple error codes to occur. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.